Manufacturer narrative:
Related manufacturer report number: 2916596-2021-05244. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the log file downloaded from the returned system controller. The downloaded log file contained approximately 4 days of relevant data ((B)(6) 2021¿(B)(6) 2021 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2021 from 12:21:58 to 12:22:06 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power. The driveline was disconnected on (B)(6) 2021 at 19:22:21 to exchange the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that it is not known if the mpu has v-lock connector on the ac power cord, if the power cord became loose at the wall outlet or from the back of the unit, or if there were any environmental circumstances that would have affected ac power. It was also noted that the serial number is not known. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the mobile power unit was not reported with the event. The heartmate 3 instructions for use (¿alarms and troubleshooting¿ and heartmate 3 patient handbook ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, driveline power fault, low voltage advisory/hazard, and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use ¿powering the system¿ and heartmate 3 patient handbook ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline power fault while in (B)(6) on (B)(6)2021. The vad coordinator at (B)(6) hospital assessed the patient and performed a successful system controller exchange as the "modular cable didn't look too bad." A small kink on the patient side of the driveline was noted but nothing was torn. The controller exchange resolved the alarms and the patient remained alarm free over the weekend. Review of the downloaded log file revealed low voltage hazard and no external power alarms on (B)(6) 2021 from 12:21:58 to 12:22:06 due to a loss of external power while connected to the mobile power unit (mpu).